Manufacturer narrative:
Additional information was received that the raised area in the lower portion of the scar line which was mildly tender to touch and consistent in location with the loop in the scs leads was due to lead migration which was one of the reason for revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm.

Event description:
A report was received that the patient was experiencing a mildly tender to touch and firm midline incision site. The location was consistent where the scs leads loops as confirmed by x-ray. The patient will undergo a lead revision.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure to get more coverage. During the revision, the leads were replaced. No device malfunction was suspected, and it was just lead migration. The patient was getting coverage postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing a mildly tender to touch and firm midline incision site. The location was consistent where the scs leads loops as confirmed by x-ray. The patient will undergo a lead revision.

Event description:
A report was received that the patient was experiencing a mildly tender to touch and firm midline incision site. The location was consistent where the scs leads loops as confirmed by x-ray. The patient will undergo a lead revision.

Event description:
A report was received that the patient was experiencing a mildly tender to touch and firm midline incision site. The location was consistent where the scs leads loops as confirmed by x-ray. The patient will undergo a lead revision.